Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer¿s blood glucose value at time of incident was 178 mg/dl and current blood glucose value was 78 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and passed the self-test, unexpected restart error and displacement tests. No unexpected off no power, low battery, weak battery, battery out limit or failed battery test alarms noted during testing. The pump had a cracked case at the display window corners, a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Product meets specification. Yes device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test and displacement test. No unexpected off no power, low battery, weak battery , battery out limit and failed battery test alarms noted during testing. Device had cracked case at display window corners, cracked case at reservoir tube window corners.